Manufacturer narrative:
Correction: patient indentifier.

Event description:
"."

Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty select cycler and liberty cycler set and the reported patient¿s multiple events of peritonitis. However, there is no documentation or evidence indicating a causal relationship between the fresenius liberty select cycler the liberty cycler set and the patient¿s history of multiple events of peritonitis, nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected. Additional information was requested however at the time of this investigation remains unavailable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on a peritoneal dialysis patient¿s customer experience, it was reported by the peritoneal dialysis nurse that the patient had multiple episodes of peritonitis. It was unspecified when the alleged events occurred or if there was any malfunction with the patient¿s liberty select cycler or the cycler set that could have contributed to the patient¿s peritonitis. It is unknown if the patient was treated for peritonitis at the clinic or if the patient was admitted to the hospital. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number is unknown.

Event description:
"."